Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) year old male who presented with a ruptured aneurysm on the anterior communicating artery. The pt was coiled on (B)(6) 2014, the pt experienced a significant severe headache refractory to a medication. A lumbar drain was placed and the severe headache resolved on (B)(6) 2014. Severe headache was reported as a serious adverse event because it resulted in a medical or surgical intervention to prevent further permanent impairment to body structure or body function.